Event description:
Bd maxplus pressure rated extension set with removable clear needleless connector, when connecting the saline flush to the j loop and attempting to flush the luer lock kinks and does not allow the j loop to be flushed. FDA safety report ID# (B)(4).